Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The probable cause of the reported issue was system - failure. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a system failure message and failed a force sensor test. There was no patient involvement. The issue occurred during start up.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.